Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. The customer was treated by hospital staff. Troubleshooting for the low blood glucose did not occur. The customer had also experienced multiple failed battery test alarms. The insulin pump was not returned for analysis. Unomedical set. Frn-model unknown-reservoir.